Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted.

Event description:
The initial reporter had an issue with the display of the accu-chek inform ii meter that could lead to a misinterpretation of results. The meter's screen was cracked. The damage covered the right side of the screen and affected the area where patient results are displayed. There was no actual misinterpretation of patient results.

Manufacturer narrative:
The customer's meter was received for investigation. The display was cracked in a large, star shape emanating from a single point on the lower portion of the display. There were also black spots coinciding with the cracks. Nothing was displayed on the meter when it was turned on, so the instrument was not usable. This type of crack is caused by a physical impact to the display and would be the result of customer mishandling. No product problem was found. Medwatch field d9 and h3 were updated.